Manufacturer narrative:
Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the ostium left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. It was reported that the stent deformed during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: the lesion was pre-dilated before placing the stent. No resistance was noted when advancing the device to the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.